Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that atrial and ventricular oversensing was noted on the rv lead via a remote transmission. The lead was explanted and replaced. No adverse consequences to the patient.